Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one video of a device. A visual inspection of the returned video noted that a reload can be seen being applied to tissue. The jaws were clamped on a clip. After firing, the jaws were opened after multiple attempts. Staples can be seen to be both malformed and unformed. No handle could be seen in the returned video. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic esophagectomy, when the surgeon was cutting the excess of the stomach tissue the surgeon stapled on the clip. There was poor staple formation, all of the staples was at the end of the cutting line. The device locked on tissue and the instrument was removed by force.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic esophagectomy, when the surgeon was cutting the excess of the stomach tissue, there was poor staple formation, all of the staples was at the end of the cutting line. The device locked on tissue and the instrument was removed by force.